Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with an insulin safety syringe. The customer reports that the cap fell off after recapping and the nurse was stuck with the needle after injecting the pt with insulin. The customer states that the nurse filled the syringe with insulin in the hall and then recapped the syringe and put the syringe in her pocket. The customer stated the nurse injected the pt with insulin and afterwards stuck herself in her left thumb. The customer states the nurse had (B)(6) testing on (B)(6) 2014, results are not yet known.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.